Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the menu button on the patient's infusion device was not functioning and the rubber covering of the up and down buttons was missing. It was reported that the device had liquid under the display and that it had come into contact with water. No adverse event was reported. The infusion device requested to be returned for product evaluation.